Manufacturer narrative:
Device evaluation: 1 unit of lot number c2073922 of zebd-5-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory visual inspection: introducer, stent and pigtail returned. Kinks observed on the 3rd porthole of the pigtail curl on the tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. An additional complaint, pr(B)(4), was opened to capture the user error of the incorrect sized wireguide used with the replacement device. Manufacturing records: prior to distribution, all zebd-5-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-5-7 device of lot number c2073922 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-5-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2073922. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible. There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, stent kinked. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplement report being submitted due to the completion of the investigation on 04-jun-2024

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient anatomy before surgery and at the time of failure (access route): normal this was a case of endoscopic biliary drainage of common bile duct. The user claimed that when setting the stent, the picktail part was kinked and the wire guide (olympus/visiglide2 0.025inch angled) could not passed through it. The procedure was completed by using another zebd-5-7 (lot# unknown). Patient outcome no adverse effect on the patient has been reported. Patient/event info - notes <physician's comment> I think this is a product issue. <sales rep's comment> this may be a product issue, but it is also possible that the picktail part of the stent was kinked when it was straightened. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact device placement (when the stent was advanced along a wire guide) 2 what was the target location for the stent? Common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide2 0.025inch angled 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 16 was a straightener used to straighten the stent? Unknown 17 (if any damages were confirmed prior to use)was the package damaged? Unknown 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown